Event description:
It was reported that during a low anterior resection procedure, the stapler performed the cut but not the stapling. The surgeon closed manually taking more time (surgery was prolonged). The cartridge used was green. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results showed that one device was received in good visual condition and with a reload present. The reload was received fully fired and the washer and anvil detached. After further analysis, it was noted that the knife guide pin was missing. It is possible that the reload got disassembled while attempting to unload or attempting to reload the spent cartridge. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.